Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records

Event description:
Additional information received via email 16-nov-2021: date of event updated, found during testing, was not in use on a patient during the issue, and there was no patient injury.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing; this showed the microswitch was damaged. The damage to the component allowed for the fluid warmer pump to function intermittently and the disposable detector to function intermittently. The issue was determined likely caused by damage during use.

Event description:
It was reported the devive was giving intermittent alarms with warming set attached. Issue was identified during testing with no patient involved.